Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she replaced the battery yesterday and today she received a low battery alarm. She is using battery (B)(4) aaa alkaline. The customer's blood sugar is 200 mg/dl. No mention of clearing the alarm. The insulin pump is not returning.